Event description:
Consumer reported when drawing her insulin, found in the vial, stuff floating around in her lilly clear. She contacted lilly. Caller does not have lilly case number with her. Lilly informed her looks like the silicone in syringe got into her vial. Dc lot #3100679 - hard to see could be 3100678 lot # unknown discarded syringe samples used with lilly vial catalog# 324910 date of event unknown sometime this year sample status discarded the ones

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.